Event description:
The customer received a message stating the pump could not connect with the cartridge during the load process. However, it was reported the customer did not install the cartridge before filling tubing. The customer went through the load process with a new cartridge and infusion set. Tandem technical support assisted the customer with continuing to filling the cannula, but the customer inadvertently went back to fill tubing and accidentally gave herself 22 units of insulin. There was no impact to the customer at the time of the call because then she ate carbohydrates. She went to the hosp as a preventative measure, however she received no treatment as her blood glucose level never dropped below target level.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.